Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. Additional: h2, h6 correction: b4, g4, g7, h10. Event description: initial right total hip arthroplasty performed (B)(6) 2020. At the one month follow up visit, the patient was treated for a superficial infection with incisional redness and fever which resolved (B)(6) 2020. Review of received data: due diligence: no further due diligence required as all required information to support the conclusion is available or was already requested. Crf report was received and reviewed by hcp: implantation: no intaop complications reported findings: 1 month follow up full weight bearing with antalgic gait. Legs equal, moderate pain, severe problems walking about (also noted preop), average pain 3/10 patient reports during periods of severe pain post-surgery I was medicated with oxycodone. (Not captured within complaint as this coincides with preop findings and patient comorbidities. Pain preop rated as 6, and 3 at one month. Patient remained satisfied.) Ae superficial infection, incisional redness and fever; possible cellulitis resolved (B)(6) 2020 with observation and medical intervention (likely oral antibiotics) assessment: superficial infection within 30 days of surgery is considered procedure related. Patient has a history of ankylosing spondylitis which is a spine condition causing pain and stiffness. This can cause chronic pain and difficulty with mobility in the hips. Product evaluation: no product was returned as it remains umplanted. Review of product documentation: device purpose: this device is intended for treatment. Product compatibility: the compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer biomet. DHR review: review of the device history records identified no deviations or anomalies during manufacturing. Sterilization certificate: the sterilization specification was reviewed and no anomalies were noted. Conclusion: initial right total hip arthroplasty performed (B)(6) 2020. At the one month follow up visit, the patient was treated for a superficial infection with incisional redness and fever which resolved (B)(6) 2020. Based on the investigation the reported event can be confirmed. The quality records show that all specified characteristics have met the specifications valid at the time of production. Therefore, the investigation did not identify a nonconformance or a complaint out of box (coob). The reported event of superficial infection <30 days occurred post implantation. Superficial infections occurring <30 days from implantation are considered a procedure related complication as no device has been reported as revised. There are multiple factors that may contribute to an infection that are outside the control of zimmer biomet, such as external factors, i.e. Hospital/surgical environment, provider related risk factors, and/or patient comorbidities/risk factors. During the investigation process a review of the sterile certifications were reviewed and found to be conforming with no applicable deviations, further eliminating the implanted devices as a potential source for the reported infection. Devices were verified to have gone through acceptable sterilization process following iso/aami/astm & EU published guidelines. As device has not been indicated as revised and there are no indications of a product or process issues identified affecting implant safety or effectiveness, therefore implanted products are not identified as the source or contributing to the reported infection. The most likely root cause has been identified to be related to the surgical procedure. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
No change to previously reported event.

Manufacturer narrative:
Concomitant medical products: shell porous with holes 62 mm o.d; item# (B)(4); lot# 64326267, liner standard 3.5 mm offset 36 mm i.d. For use with 62 mm o.d. Shell; item# (B)(4); lot# 64376417. Femoral stem 12/14 neck taper plasma sprayed press-fit cementless size 11 extended offset; item# (B)(4); lot# 64641720. The manufacturer did not receive x-rays for review. Other source documents were received and will be reviewed as part of ongoing investigation. The manufacturer did not receive the device for investigation. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is cmp (B)(4).

Event description:
Patient was implanted on right side and after one month, patient was treated for a superficial infection with incisional redness and fever.